Event description:
The medical surveillance specialist (mss) has reviewed the customer care advocate (cca) documentation. In 2009, the lay-user/rptr contacted lifescan alleging that a one touch ultralink meter would not power on. About 45 mins after the alleged meter issue began, the pt's blood glucose was tested by emergency services and a result of "32 mg/dl" was obtained. The pt was treated with a glucagon injection. Based on the information provided, this complaint is being reported due to the unresolved "does not turn on" issue. There is no evidence, however, that the alleged meter issue contributed to the pt's symptoms/injury. According to the rptr, the pt's symptoms of shakiness and falling unconscious developed within a min before the alleged meter issue began. The pt was already in a state of serious injury before the reported issue began. The meter, test strips, and control solutions were replaced.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will eval it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.